Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. The reported f-4 alarm was not confirmed during review of the device log; however, a f-38 alarm was discovered. The cause of the condition was determined to be damaged force sensing resistors. To correct the condition, the force sensing resistors were replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump was found to have a f-4 alarm. The event occurred before use. There was no patient involvement. No additional information is available.